Event description:
Patient was revised to address femoral loosening. Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient had the stem explanted. There is no new information that would change the outcome of the investigation. Update: 1/29/2013 - litigation papers received. No allegations were provided. General litigation discussed issues of metal-on-metal. Therefore, the liner and head have been added.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 11/23/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, headaches and decreased mobility. Medical records and revision surgical sclerois of medullary cavity, ossific fragments off lesser and greater trochanter, slight synovitis, pseudo-bursa, metallosis, osteolysis on femoral side, nectrotic portion of greater trochanter, bone necrosis of proximal portion of femur and cellulitis. Labs reported chromium and cobalt were less than 7 parts per billion on 10/31/2011. Lot updated the complaint was updated on: dec 9, 2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these device's are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).